Manufacturer narrative:
The device was returned in good condition. Functional testing was performed. The customer's problem was replicated. It was determined by the investigation that the microswitch was defective. The microswitch was renewed to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device is defective and/or beeping. There was unknown patient involvement reported. An update on (B)(6)2024 mentioned that the device showed the error message when it was first used and that there was no prior knowledge or patient harm.